Manufacturer narrative:
Analysis was completed for the hand switch, but the reported complaint was unable to be confirmed through functional testing, performance testing, and visual physical examination. The hand switch was installed in a test system, and m ultiple 2d and 3d images were taken successfully. There was no fault found with the hand switch. FDA evaluation codes 10, 213, and 67 apply to the analysis results for the hand switch.device evaluation: analysis was completed for the rearcab panel bracket, but the reported problem was unable to be confirmed through functional testing, performance testing, and visual/physical examination. Visual inspection noted that the dongle was firmly attached and both thumbscrews were functional, maintaining a secure connection. Continuity testing on the remainder of the assembly passed. The hand switch connector had been removed from the assembly, but continuity of the cable and connections passed. There was no problem found with the returned component. FDA evaluation codes 10, 213, and 67 apply to the analysis results for the rearcab panel bracket. Device evaluation: a software analysis was completed. It was found that the reported issue was related to a software issue. This issue is tracked through a software anomaly tracking database and references to this event have been added to that record. FDA evaluation codes 10, 104, and 4307 apply to the software analysis. Information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01065 (v 4.1.0). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) device evaluation: h3, h6) analysis was completed for the generator control board, but the reported problem was unable to be confirmed through functional testing, performance testing, and visual/physical examination. The generator control board was installed into a test system. The system booted multiple times and readied. 2d and 3d imaging was successful and no errors occurred while under test. There was no fault found with the generator control board. FDA evaluation codes 10, 213, and 67 apply to the analysis results for the generator control board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep changed out the generator control board, the handswitch and the hand switch internal cable to system control board. The system then passed the system checkout and was found to be fully functional. The generator control board, x-ray handswitch, and rearcab panel bracket were returned to medtronic but were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system would start taking a spin and would stop halfway through. There was no patient involved with the reported event. No additional information was provided.